Event description:
It was reported that before insertion, wire was not advanced well with resistance. It was found that coating on distal was peeled off. No reported injury to the patient.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Manufacturer narrative:
The returned sample was determined to not be the device captured within this complaint record. Based on the investigation result, no anomaly was found in the manufacturing history record. Since the actual sample was not returned, it was not possible to clarify the cause of occurrence. Added: d4.

Event description:
It was reported that before insertion, wire was not advanced well with resistance. It was found that coating on distal was peeled off.